Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was frozen at the black company logo screen and therefore the hard drive was reconfigured and the software reloaded. Analysis also found that the electrocardiogram connector on the link electronic module board was loose and the board was replaced and calibrated, that the tab on the power cord bay door was broken, the left keyboard hinge was broken and the system fan was noisy. All were replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was frozen at the black company logo screen. The programmer was returned for service. There was no patient involvement.